Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlh90 instrument was fired and only half of the staple line formed. The staples appeared not to form and some staples appeared not to release from the cartridge. The stapler was removed and some gastric contents were lost. The surgeon sutured the remainder of the staple line. The staff and the surgeon felt confident they had fired the instrument correctly, as they have used it regularly before.